Event description:
During scheduled generator replacement, it was reported that high impedance was observed. The lead was not replaced at that time. The patient was scheduled for lead replacement at a later date. The patient underwent lead replacement on (B)(6) 2014. It was reported that the high impedance was not observed prior to the generator replacement surgery. It was not known if any patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No x-rays were taken. The lead was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
The lead was returned in multiple pieces. Analysis of the returned lead portions was completed. Other than visual observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the lead connector) was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.